Event description:
Ous MDR - after an implantation time of about 3 months, it was reported that the ICD was in eri mode. No worsening of the patient's state of health was reported. Event and explant dates were not provided. There is no indication that this device has been explanted or of what action was taken.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents and on the presented documents. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. There was no indication of a manufacturing error. The returned documents show a comparable low shock impedance of 31 ohm. There are no other anomalies. In summary, the existing data do not allow a conclusion regarding the device state eri. To analyze the cause, it is necessary to return the device.